Event description:
Patient was undergoing laparoscopic liver wedge resection and cholecystectomy. Prior to the start of the procedure the tip of the abc probe was noted to be peeling. A new probe was used, and the affected probe was given to representative, and she brought it back to the company for credit. Ref- 160636, lot- 202310174, exp. [Redacted date].